Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp had an autofill failure alarm. They found there was bleeding into the tube and it was unusable. The customer pulled out the machine and waited for maintenance. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected field: h6 (medical device ¿ problem code) additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse reported that the equipment failed to inflate due to blood intrusion. The pneumatic module components were disassembled and inspected to see if there was blood in the relevant pipelines. It was found that the pneumatic = module components had blood intrusion. Recommend repair and replacement. Not delivered for clinical use. The second visit to replace the pneumatic module components. After the replacement, the functional parameters of the equipment were tested to be normal and delivered to the customer.

Event description:
N/a